Event description:
It was reported that noise resulting in oversensing was noted on the right atrial (ra) lead and on the right ventricle (rv) lead. The physician suspected ra lead damage and rv lead damage. However, no anomalies were observed either visually or via diagnostic imaging. Abbott technical support was contacted and the ra lead and rv lead were explanted and replaced during an unrelated procedure. The patient was in stable condition.